Event description:
The patient's daughter says that the patient is unable to tolerate the vest anymore. The patient doesn't like the vest and hasn't used it for several months. The doctor told them they can return the device. The patient is very tiny, and they found she has three cracks in her spine, unsure of how it happened. The patient was offered a comfort wrap, but the patient's daughter said she wouldn't use it.